Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the physician had difficulty loosening the ventricular setscrew. The device was explanted and replaced. The patient was in stable condition post procedure.